Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The left monitor was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the sys displayed poor image quality. No pt injury was reported.